Manufacturer narrative:
(B)(4). No motor error alarm or unexpected no delivery alarm during testing. Insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer stated insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.